Manufacturer narrative:
The business unit reported that they replaced the defective solenoid driver board and datasettes. They tested the iabp according to the service manual and it passed all tests. The tested the iabp with the iabp system trainer and it passed. The iabp was functional normally and has been released back to the customer cleared for clinical use.

Event description:
The customer reported that the intra-aortic balloon pump (iabp) generated the alarm "electrical test fails code # 58" while in use on a patient. No patient injury or harm reported. No adverse event reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date.

Event description:
The customer reported that the intra-aortic balloon pump (iabp) generated the alarm "electrical test fails code # 58" while in use on a patient. No patient injury or harm reported. No adverse event reported.